Manufacturer narrative:
. D4. Catalog: unk_smart touch bidirectional sf this complaint is from a literature source. The following literature cite has been reviewed: reinsch n, füting a, hartl s, höwel d, rausch e, lin y, kasparian k, neven k. Pulmonary vein isolation using pulsed field ablation vs. High-power short-duration radiofrequency ablation in paroxysmal atrial fibrillation: efficacy, safety, and long-term follow-up (priori study). Europace. 2024 jul 2;26(7):euae194. Doi: 10.1093/europace/euae194. Pmid: 38996227; pmcid: pmc11267227. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: reinsch n, füting a, hartl s, höwel d, rausch e, lin y, kasparian k, neven k. Pulmonary vein isolation using pulsed field ablation vs. High-power short-duration radiofrequency ablation in paroxysmal atrial fibrillation: efficacy, safety, and long-term follow-up (priori study). Europace. 2024 jul 2;26(7):euae194. Doi: 10.1093/europace/euae194. Pmid: 38996227; pmcid: pmc11267227. Objective/methods/study data: this is a report of the largest single-centre, real-world experience comparing the acute efficiency, safety, and long-term outcome of both techniques in a cohort of patients with paroxysmal atrial fibrillation (af) undergoing pulmonary vein isolation (pvi). Between june 2019 and december 2022, a total of 410 patients (225 male and 185 female) with a mean age of 68 years were included in the study. These patients underwent pvi with a standardized hpsd-rf (as 1st group) or pfa (as the 2nd group) using a carto3 mapping system, a pentaspline mapping catheter (pentaray, biosense webster), and 3.5mm thermocool smarttouch sf catheter (biosense webster) for rf application for hpsd-rf, and a decapolar electrode catheter (biosense webster) for cs. Lot, model and catalog number are not available, but the suspected bwi device(s) possibly associated with reported adverse events: unk_smart touch bidirectional sf other devices that were used on the patient at the time of the event: decapolar electrode catheter (biosense webster), carto 3® (biosense webster), pentaspline mapping catheter (pentaray, biosense webster). Other devices that were used on the patient at the time of the event: (non bwi products) 8.5f sheaths (sl1 fast-cath guiding introducer), 13f inner diameter, 16.8f outer diameter transparent sheath (faradrive, farapulse, menlo park), straight-tip guidewire (amplatz extra stiff, cook medical), 12f pfa catheter (farawave, farapulse, menlo park), and j-tip guidewire (inqwire, merit medical system). Adverse event(s) and provided interventions possibly associated with unk_smart touch bidirectional sf (qty 12): hpsd-rf - (n=6) tamponade: treatment: pericardiocentesis. - (n=2) stroke or tia: treatment: not reported. - (n=2) air embolism: treatment: not reported. - (n=2) transient st segment elevations: treatment: not reported. Note: that there were reports of access site complications however only non bwi sheaths were used and therefore is not being captured under the bwi process.

Manufacturer narrative:
During an internal review, noted a correction to the 3500a initial as inadvertently did not include in the b5. Event description the following: the deaths mentioned were associated with pfa which was a non bwi product. Hence, it was not captured. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).